Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was received inoperable due to the reported system error 105 alarms caused by failed motor flex. The motor assembly will be replaced.

Event description:
It was reported that a pump has a system error 105. It was also reported that there was no pt injury.